Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was successfully implanted and connected to the previously implanted atrial and ventricular leads on (B)(6) 2017 and the patient was discharged home on the same day. During the follow-up performed 6 months after implantation and the remote monitoring reports, it was observed that an appropriate shock was delivered by the device. No device-related adverse event was recorded in the 12-month follow-up performed on (B)(6) 2018. The site reported that the patient died around (B)(6) 2018 (the exact date is unknown) from unknown cause on (B)(6) 2019. Preliminary analysis revealed that non-physiological signals were observed on the atrial channel. The non-physiological signals most probably resulted from a lead issue and/or a lead-ICD connection issue at atrial level.

Event description:
Reportedly, the subject ICD was successfully implanted and connected to the previously implanted atrial and ventricular leads on (B)(6) 2017 and the patient was discharged home on the same day. During the follow-up performed 6 months after implantation and the remote monitoring reports, it was observed that an appropriate shock was delivered by the device. No device-related adverse event was recorded in the 12-month follow-up performed on (B)(6) 2018. The site reported that the patient died around (B)(6) 2018 (the exact date is unknown) from unknown cause on (B)(6) 2019. Preliminary analysis revealed that non-physiological signals were observed on the atrial channel. The non-physiological signals most probably resulted from a lead issue and/or a lead-ICD connection issue at atrial level.